Manufacturer narrative:
A philips service engineer on site found a damaged cable bundle. During lateral table movement the cabling is cut into by the metal structure resulting in leakage current to earth. Apparently the system detects this and cuts power to the module when the investigation has been completed philips will inform the FDA patient. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that while a patient with a heart attack was on the table for a cardiovascular procedure, the system activated the emergency stop without interference from the user. The customer had to reboot the system and was able to stabilize the patient, the procedure was interrupted for approximately 5 minutes. After this the room was taken out of action until the issue was corrected. No patient harm was reported as a result of this issue,

Manufacturer narrative:
Philips become aware date has been changed to (B)(6) 2016. The system detects this and cuts power to the module.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: it is assumed that because during lateral table movement the cabling is rubbing to the metal structure, eventually the cable is cut. When a cable is damaged, it will cause reduced functionality, which will be reported when detected, in which case the affected cable set will be replaced. Analysing the possible cable cuts and the effect on the patient of these different failures, shows that what can worst case happen is that motorized movement is not possible anymore, and the current procedure needs to be ended prematurely. Ending the procedure can still be done safely, as basic imaging functionality keeps working.